Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15706859, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 15526998, model/catalog description: clik anchor.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. Visual and x-ray inspections confirmed the lead was cut cleanly and all the cables were intact. The damage was similar to the typical explant damage and was not considered a failure. Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed as x-ray images of the lead revealed a fracture. The lead was cut during the explant procedure and the remaining piece was not returned for analysis. However, surgery records show that clik anchors were used in the implant procedure, so stress at the anchor site was the likely cause of the fracture. The explanted device sc-4316 (ln: 15526998) was not returned to bsn. A review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.